Manufacturer narrative:
(B)(4). 3191 patient was unable to identify device issue therefore a more specific code could not be selected. 4316 the concluded cause is not adequately described by any other term.

Event description:
It was reported that start new sensor occurred. The product was evaluated. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.